Event description:
Medwatch report number (B)(4) states: dear staff, as an engineer, I suspect that my 2007 depuy ceramic-on-metal hip implant failure caused a metallosis condition in essentially the same way that the recognized metal-on-metal cases caused this condition. I further suspect that if people with com implants have been similarly moved to report their hip failures, you already have many reports like mine. I would appreciate the opportunity to speak with your office to learn if that is true. I can be contacted by phone, email, or post as indicated at the end of this note. Note that I expect that many more cases like mine will be forthcoming in the next several years. The details of my failed hip case are as follows. On (B)(6) 2014, had a total hip revision in response to a 2-week long condition characterized by: near-inability to walk, extreme pain, increase in circumference of left thigh of 4 inches due to two hematomas (largest approx. 19 x 8 x 10cm per MRI) found filled with pus (staph infection) and long-existing metallosis. Original implant was a depuy summit pinnacle ceramic-on-metal model installed august 8, 2007 - MFR ID numbers will be available soon (requested from medical records made this week). Medical records of (B)(6)2014 revision surgery contains the following entries: "preoperative diagnosis: left hip severe metallosis and wearing of acetabular component, septic hip with large abscess both posterior hip and anterior thigh." "Postoperative diagnosis: left hip severe metallosis and wearing of acetabular component, septic hip with large abscess both posterior hip and anterior thigh." "Findings: large posterior hip abscess, anterior thigh abscess beneath the vastus lateralis, severe metallosis with metal debris diffusely throughout the bursa and the synovium, severe wearing of the metal liner and ceramic femoral head." "Indications and consent: had an MRI ordered by his primary care physician which confirmed both the thigh abscess, posterior hip abscess with communication to the hip. The pt was admitted for treatment of this abscess and severe metallosis and debris of his total hp arthroplasty. However, there is a chance that he may need a two stage revision arthroplasty of this component." "Procedure: we then went down into the thigh. We had severe metallosis and metallosis debris all through the bursa. This was debrided to the best of our extent. We then entered the vastus lateralis muscle and just below the fascia the vastus lateralis muscle large abscess was encountered with metal debris as well. We then thoroughly irrigated and evacuated this abscess. We irrigated it with 3000 cc of fluid, both abscesses. We then took down the remnant of the posterior capsule and external rotators and dislocated the hip and then entered the hip joint. There was gross purulence within the hip joint as well as metallosis through the synovium. We then exposed the acetabulum by releasing the capsule and then we removed the metal liner with some difficulty. It was well impacted. We needed to use several osteotomes and the device from depuy to remove this metal liner. On looking at the x-rays, I felt that the acetabular component was somewhat vertical and therefore in order to provide stability to the hip, after thorough irrigation, we inserted a 52mm diameter, 36mm inner diameter, liner that had a face changing liner, placing the face changing liner in the superior posterior quadrant essentially forming more abduction to the hip." Again, I would appreciate a response indicating whether or not reports like mine have come to your attention. Thank you for your time and attention.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Medical records were reviewed and it was found that complaint is unlikely to be product related from a medical perspective. A search of the complaints databases identified other reports against the insert product/lot code combination. Per procedure, this device is exempt from device history record review. No other reports were found against the femoral head product/lot code combination. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 08/18/2014 - pfs and medical records received. Part/lot was provided. After review of the medical records the revision operative note indicated metallosis, abscesses, and malpositioned cup. It should be noted that the head was ceramic, not metal. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Update rec'd 8/21/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from swelling and inflammation.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.